Event description:
It was reported that loaded blade prior to case and found out it was not working. Switched to another blade and worked just fine. There was no patient involvement.

Manufacturer narrative:
Product analysis: visually, the inner shaft was marginally bent distal to the inner hub when returned. There was contamination on the outside diameter of the outer hub. There was no damage to the distal tip and no loose components. Functionally, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece but had excessive wobbling while oscillating at 3000rpm. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.